Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that the physician was planning on bringing in the patient for further evaluation but it had not been performed at this time. It has not been reported if any revisions were performed and our records indicate that the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system when to the clinic after receiving a shock while they were in bed. Interrogation revealed that there was oversensing due to small r-wave amplitudes and noise. The shock impedance measurement was low at 25 ohms. It was also noted that there was an untreated episode recorded for the same oversensing. Testing was performed and there were low amplitudes in all three vectors at both 1 and 2x gain. Automatic set up selected the primary vector. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that with the low shock impedance measurement, the s-ICD could be too anteriorly placed. The noise and changes in amplitudes also suggest either myopotentials or s-ICD movement in the pocket. Chest x-rays were reviewed and it did appear that the device is somewhat anterior. The field representative was to discuss this information with the physician and decide if a revision should be performed. No adverse patient effects were reported.